Event description:
While onsite for service, the customer reported to the manufacturer's service representative that the ventilator remote alarm was not functioning. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. The customer reported the ventilator was in use on a patient and there was no patient harm reported. During evaluation, the service technician noted the remote alarm connector was broken and verified that when the ventilator alarmed, the facility remote alarm system did not activate. During ventilator use, failure of the nurse call alarm due to physical damage may result in no signal to the remote alarm station when the ventilator alarms during use. The service technician replaced the main pcb board to address the finding. Applicable final testing was completed and passed to specifications.